Manufacturer narrative:
Section d4: multiple attempts were made to obtain additional information from the customer regarding the event (including device serial number); however, no additional information was provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The submitted log file contained approximately 15 days of data (08jul2020 ¿ 23jul2020 per the timestamp). The log file captured no external power and low voltage hazard alarms on 12jul2020 from 11:05:49 to 11:05:54 due to a temporary loss of power while connected to the mpu. The system controller backup battery supplied power to the system during the loss of external power. The alarms were resolved when power from the mpu was restored. No other notable alarms were active in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient was seen in clinic for routine follow up. Log file analysis showed a transient low power hazard events on (B)(6) 2020 @ 11:05am while tethered on mpu where the controller was momentarily disconnected from a power source. This was caused by power to the mobile power unit being briefly interrupted.